Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he woke up this morning with a blood glucose of 450 mg/dl. The customer bolused last night and again this morning but his blood glucose was not significantly lower than it was when he bolused. The customer felt a knot on his belly under where the set was inserted, and when he removed the set he squeezed on the site and noted that a small amount of puss came out. He also stated that his infusion set gave him an infection. Troubleshooting was declined for the high blood glucose. No products were returned or replaced.